Manufacturer narrative:
Insulin pump received with completely cracked and bleeding lcd glass, minor scratched display window, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the screen was cracked and customer was unable to read it. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.